Event description:
I had essure implanted about a month after giving birth. The procedure took an hour and forty minutes to complete, and was very uncomfortable. Within a few weeks of the implant, I noticed strange things - very painful sex, exhaustion, severe rashes of perineal area, and others all over body, bacterial infection, pain in area of ovaries/uterus, heavy bleeding during menstruation and large blood clots, hair loss, weight gain, severe bloating, "brain fog" which, I attributed to having a newborn, but a year later I am still suffering, joint pain in places where I did not have pain before, and muscle spasms and cramping, dry, itchy eyes, receding gum-line - crumbling teeth (never had cavities before), moodiness, and things I probably haven't even realized yet! I am physically disabled already and am terrified of becoming pregnant again! (B)(4).